Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a buildup of procedural contaminants (blood, contrast) on the guide wire resulted in the reported difficulty to advance and the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. The balance middle weight (bmw) guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that during the procedure, a 2.75 x 18 mm xience sierra stent delivery system (sds) met resistance with a 0.014 balance middle weight (bmw) guide wire and became stuck. Both devices were removed together as a single unit and exchanged to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.